Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. Upon investigation the rear response button was non-functional. The cause for the failure was a defective response button switch. The root cause for the defective switch could not be positively identified. No adverse event resulted from the defective response button.

Event description:
During investigation into an unrelated issue, a reportable device malfunction was found. The response buttons on monitor sn (B)(4) were non-functional.